Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument a false positive result was obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positive."

Manufacturer narrative:
H.6. Investigation: customer reported results issue on a bd bactec fx40 instrument (p/n 442296, s/n ff4280). No erroneous results were reported to the doctor nor was any patient affected. A bd field service engineer (fse) was dispatched and checked the culture vial expiry, station error in the instrument, checked incubation temperature, air filter and found that air filter was dirty and blocked air flow. The fse cleaned the filter. Fse suggested customer to dust the filter at least twice in a month, and handed over instrument to user. Review of the device history record is not required due to the age of the instrument. Service history review revealed no previous complaints related to this issue. Bd quality did not receive parts for investigation. This complaint is an unconfirmed failure of bd product. The root cause is defective air filter, and blocked air flow. No new trends, risks, or hazards were identified as a result. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx40 instrument a false positive result was obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positive".